Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient was noted to have a pre-existing condition of first-degree atrioventricular (av) block. The annular dimensions of the valve were measured at 81.18mm for the perimeter, 513.7mm^2 for the area, and 25.8mm for the diameter. The decision was made to not perform a percutaneous balloon aortic valvuloplasty (pbav) due to minimal calcification on the leaflets. During the procedure the device was deployed with the non-coronary cusp (ncc) measured at 3mm and the left coronary cusp (lcc) measured at 0-1mm. It was noted that the annular calcification was predominantly on the lcc and ncc. The device was re-sheathed and was maneuvered to a deeper depth. The patient went into complete heart block. The device was implanted with the ncc measured at 5mm and the lcc measured at 4mm. A mild paravalvular leak (pvl) was noted. The temporary pacemaker remained inserted. The patient was brought to the ICU for monitoring. It was noted that the patient presented with a mild-moderate pvl on echocardiogram imaging one day post-plant. No intervention was required for the pvl. The heart block did not resolve, and a permanent pacemaker was implanted on (B)(6) 2024. The patient status was stable.

Manufacturer narrative:
An event of paravalvular leak and heart block (complete heart block) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a history of first degree atrioventricular block, there was no calcification extending beneath aortic annular plane in the interventricular septum, annular calcification was predominantly on the left coronary cusp and non-coronary cusp, the implant depth was 5mm from the non-coronary cusp (deeper than the recommended 3mm), the valve appears to be correctly sized based on provided annular dimensions, no anatomical or tissue/calcium interference affecting expansion, and there were no deployment difficulties noted. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024, using a large flexnav delivery system. The patient was noted to have a pre-existing condition of first-degree atrioventricular (av) block. The decision was made to not perform a percutaneous balloon aortic valvuloplasty (pbav) due to minimal calcification on the leaflets. During the procedure the device was deployed with the non-coronary cusp (ncc) measured at 3mm and the left coronary cusp (lcc) measured at 0-1mm. The device was recaptured and was maneuvered to a deeper depth. The patient went into heart block. The device was implanted with the ncc measured at 5mm and the lcc measured at 4mm. A mild paravalvular leak (pvl) was noted. The temporary pacemaker remained inserted. The patient was brought to the ICU for monitoring. It was noted that the patient presented with a mild-moderate pvl on echocardiogram imaging one day post-plant. The heart block did not resolve and a permanent pacemaker was implanted on (B)(6) 2024. The patient status was stable.